Manufacturer narrative:
Patient information was refused by the site. Section d information references the main component of the system and other applicable components are: product ID: sw app 9735762 stealth s8 app, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the screen views were causing the anatomy to be flipped upside down. A different navigation system was brought in and the system reacted correctly. There was a five minute delay to the procedure. There was no impact to the patient's outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. All of the logged orientations look correct from a procedure point of view. If information is provided in the future, a supplemental report will be issued.